Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device required to be reimaged after trying to resolve by changing network and netbios settings. Device reimaged to resolve. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation experienced slow performance when users attempted to log in. The device was reported as timing out before users could remove medication during an active procedure. The customer stated that there was no impact to patient care aside from the slight delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 25-nov-2021 to 25- nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the station application was slow. A technical support specialist remoted into the station backed up all logs and database that saved on ephi and performed a station synchronization to resolve the issue. The system functioned as intended after the technical support specialist and field service engineer assessed the device.

Event description:
It was reported by the customer that a pyxis medstation experienced slow performance when users attempted to log in. The device was reported as timing out before users could remove medication during an active procedure. The customer stated that there was no impact to patient care aside from the slight delay. There were no adverse events or injuries reported based on this event.